Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp), the tip of the hydratome rx sphincterotome was cut a little bit. This was noticed when the device was removed from the scope. The case was completed with another tome device, with no patient complications.

Manufacturer narrative:
A device history record review of lot was performed and revealed no related issues to this complaint. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.